Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio results: 6.2, 5.5, 6.7; lab result: 2.804. Lab venous draw. Time between testing was one hour. Pt's therapeutic range: 2.0-3.0.